Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding pack damage involving a gmrs proximal tibial component was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspection was performed on the returned pack. The carton was obviously damaged with tears and compression marks. All of the observed damage would be an indication of excessive/inappropriate handling whereby the packaging was compressed as well. -medical records received and evaluation: not performed as the device was not implanted. -device history review: DHR review was satisfactory. -complaint history review: chr review confirmed that there were no other similar events reported for this lot. Conclusions: visual inspection determined that the returned pack was damaged and had been subjected to excessive handling.

Event description:
It was reported that upon inspection, sales rep noticed that the sterility plastic was open. The sterility was compromised.

Event description:
It was reported that upon inspection, sales rep noticed that the sterility plastic was open. The sterility was compromised.